Event description:
Report received indicated that a lumbar drainage set was placed on august 27, 1997 in a 50 yr old female patient after craniotomy for tumor removal. On september 2nd, while turning patient in bed, lumbar drainage catheter broke into two pieces, and was removed (without surgical intervention). The drainage system was not replaced. No patient injury or complications were reported.